Event description:
It was reported that when the physician started to deploy the stent, it only deployed a little. The physician decided to remove the device, and while trying to pull the device back to the sheath, the stent deployed the rest of the way. The device was not exactly deployed where the physician wanted it; however, the stent did cover approximately 90% of the lesion. There was no pt effect.